Event description:
The patient reported that they experienced a loss or change of therapy and started having constipation on (B)(6) 2016. It was indicated that they were able to feel stimulation, and hadn't had any falls or trauma. The patient checked with their programmer, and the stimulation was still on. They mentioned that the level was properly set, and they went up/down to make sure the unit was still working. It was confirmed that it was. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.